Event description:
The user turned on the oxygen generator and as user began to insert the nasal cannula into their nostrils. The cannula and plastic hosing connecting the cannula to the generator, suddenly caught fire and exploded in the user face." This allegedly resulted in first and second degree burns to their face, arm, chest and shoulder.